Manufacturer narrative:
The technician found the d-ring worked loose and would not allow the siderail to latch. The technician reinstalled the d-ring to repair the bed.

Event description:
Information received indicates the right intermediate siderail is not latching.